Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint condition is confirmed, as the device was received broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part # 04.037.159s, synthes lot # h497533, supplier lot # n/a, release to warehouse date: 09 nov 2017, expiration date: 01 nov 2027, manufacturing location: monument , no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that patient underwent revision surgery on (B)(6) 2021 due to broken trochanteric fixation nail-advanced (tfna) and the distal locking screws. The tfna nail was removed and replaced with a proximal femoral hook plate. Procedure was completed successfully without any surgical delay. Concomitant device reported: unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: 1). This report is for (1) tfna fem nail ø11 le 130° l380 timo15. This is report 1 of 3 for complaint (B)(4).